Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated the damage had occurred at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after lead placement and fixation, during the implant procedure, the physician was unable to insert the lead pin into the connector header of the device. It was noted that the lead pin end was bent. The lead was explanted and replaced with no additional issues reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).